Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm from the ascending aorta to the aortic arch. The gore introducer sheath with silicone pinch valve was inserted from the left femoral artery and two tag devices were implanted. When the introducer sheath was removed, the physician forcibly pulled it out despite of strong resistance. The left external iliac artery was damaged and ruptured. A contralateral leg component was implanted and a hemorrhage was arrested. A blood loss was less than 1 liter. On (B)(6) 2010, a surgical procedure was performed. The patient presented with an abdominal distention and an intra-abdominal hemorrhage was visually observed between the contralateral leg component and the external iliac artery. The device was removed and a dacron vascular graft was implanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. It was reported to gore that the left external iliac artery was 7.4-7.5mm. The vessel treatment range for pxc 121200 device is 10-11mm. An intra-abdominal hemorrhage may have been due to the device oversizing. According to the gore excluder aaa endoprosthesis instructions for use (IFU), the access vessel should be of adequate size. If the vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient may result. Gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing). Additionally, gore excluder aaa endoprosthesis adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (e.g. Ilio-femoral vessel dissection, bleeding, rupture) and surgical conversion. Also, a ts2230/7652362 device was investigated. A separate medwatch needed to be submitted to capture the gore introducer sheath with silicone pinch valve.